Event description:
The manufacturer has been contacted about a voluntary field safety notice/recall notification regarding the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A customer has reported that the use of the dreamstation auto CPAP device resulted in the development of unspecified heart issues, which required the use of a defibrillator. The customer alleged that the heart problems and subsequent hospitalization were caused by the device recall due to the sound abatement foam. There were no reported medical interventions related to the device. The manufacturer's investigation is ongoing, and the device has not yet been returned to the manufacturer for evaluation. A follow-up report will be provided once the manufacturer's investigation is complete.